Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld), diabetes mellitus (dm).

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position was explanted after an implant duration of 9 years, 7 months due to critical aortic stenosis. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 27mm 11500a valve. The patient was in stable condition post procedure and discharged on pod#7. The patient is a 70 y.o. Female with history of.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.